Manufacturer narrative:
Gehc service personnel restrapped main transformer to 125v tap instead of 119v tap. Ac power to charger is now 117v when system is off and charger functions normally and does not trigger overvoltage.

Event description:
Customer reported that unable to use system. Getting pre-charge error message. Unable to use on patients.